Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured from december 12, 2014 ¿ december 17, 2014. The device was received for evaluation. Visual inspection noted a single black particle approximately 0.02 square mm in size, embedded in the material of the stressmember. No signs of black marks were found on the reservoir. The reported condition of particulate matter was verified; however, the particle was not in the fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.